Event description:
The complainant reported that the clinicians attempted to remove a vaxcel PICC that has ben therapeutically placed in a male patient in 2006. During this planned removal of the device, the PICC's catheter broke. The internal pieces of the catheter were successfully removed from the patient via the aid of forceps. A chest x-ray of the site was taken, which confirmed that all pieces of the device catheter were removed from the patient. The complainant indicated that there was no adverse affect on the patient as a result of the reported malfunction. Please reference the attached copy of the user medwatch report.

Manufacturer narrative:
The complainant reported that the device has been discarded and would not be returned for evaluation; therefore, a failure analysis is not available and we are unable to determine if the devices met its specifications. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number.